Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.